Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing discomfort due to ipg placement. The patient underwent an ipg explant procedure. No further information has been obtained despite good faith efforts.